Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results for 2 patients while using the clinical chemistry creatinine assay. The customer provided the following results (mg/dl); the customer provided acceptance range is 0.80 - 1.30 mg/dl: patient 1: (B)(6) 2014: initial result 17.56, retest result 1.19. Patient 2: (B)(6) 2014: initial result 7.21 umol/l, retest 0.77, redrawn and tested 0.78. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of labeling. Abbott field service performed maintenance on the analyzer which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number 02p24, was identified.